Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error screen and was unable to get back to the home screen/device selection screen. Several reboot attempts were made with no success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; system errors were found in the programmer error log and the programmer would not boot to home screen. Analysis also found a cracked solder joint on the ECG (electrocardiogram) connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.